Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "calibration tightness and flowsensor failed." No patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.